Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the vcare medium (34mm) cup #60-6085-201a, lot unknown, recently experienced (B)(6) hospital on (B)(6) 2021. Information received was that ¿the shaft came loose during the procedure.¿ it is noted to have occurred during surgery. Additional information received notes the v-care failed in robotic assisted hysterectomies. There were no patient injuries. The v-care remained intact, but the handle lost it's bonding to the shaft and freely spun around the shaft. The procedures were completed, but they had to secure the shaft with a large kocker to effectively manipulate the uterus. The vcare did not break apart and the procedure successfully completed using the same device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Investigation of the reported event is confirmed. Conmed received one 60-6085-201a in unoriginal packaging. Lot number of device could not be obtained. Visual inspection confirmed the handle of the vcare was spinning. The handle was taken apart to inspect the vcare tube. The tube was broken and cracked separating the metal portion. (B)(4). The instructions for use (IFU) provides the user information regarding proper care, use & monitoring of this device while being used. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. IFU also advises user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. The IFU also gives specific direction as to safely & carefully removing the vcare after use; dont use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, visually inspect the vcare device & patient to make sure the entire vcare device was properly removed & no components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the vcare medium (34mm) cup #60-6085-201a, lot unknown, recently experienced ascension health / wfh franklin hospital on (B)(6) 2021. Information received was that ¿the shaft came loose during the procedure.¿ it is noted to have occurred during surgery. Additional information received notes the v-care failed in robotic assisted hysterectomies. There were no patient injuries. The v-care remained intact, but the handle lost it's bonding to the shaft and freely spun around the shaft. The procedures were completed, but they had to secure the shaft with a large kocker to effectively manipulate the uterus. The vcare did not break apart and the procedure successfully completed using the same device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.